Event description:
It was reported that during the implant procedure, the right atrial lead helix was "not working correctly." No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.